Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 16, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned self-retaining screwdrivers for cslp quick lock screws (part 03.610.602, lot 9896216) is included in the cslp quick lock screws technique guide and is used to insert quick lock screws. The screwdriver had bent prongs, but one of its prongs was also broken off. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint conditions of the returned part. The returned self-retaining screwdriver for cslp quick lock screws is used to insert quick lock screws. If a screw insertion was attempted into excessively hard bone, it is possible that the resulting torsional forces could have contributed to damage sustained by the tip of the returned self-retaining screwdriver. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of field equipment on (B)(6) 2017, a self-retaining screw drivers for quick lock screws was noted to have prongs on the tip of the device that were bent. It was confirmed that there was no patient involvement. When the device was being evaluated by the manufacturer, it was also noted that one of the prongs was broken. This is report 3 of 3 for (B)(4).